Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected downstream occlusion, which was experienced during evaluation. Device investigation found an insufficient amount of grease on the cam lobes which caused the lobes to wear quickly. This wear can become significant enough to the point that the valve no longer closes the tube properly, preventing the device from building enough downstream pressure and failing to detect a downstream occlusion. The motor, cam shaft, followers, and bearings were replaced to correct the condition. (B)(4).

Event description:
During baxter's device investigation of a spectrum pump, the device failed to detect a downstream occlusion when an occlusion was present. There was no patient involvement.